Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. This lead was explanted and replaced with no issue. Additional information was received indicating that this lead will not be returned. This lv lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.